Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient experienced difficulty flushing their j-tube. On a later date, the j-tube became knotted. During the successful replacement of the j-tube, a bezoar was also identified. The device has been explanted and replaced.